Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 9.00 pm to (B)(6) 2019 at 10.00am. The customer blood glucose level was 900 mg/dl at the time of hospitalization. The customer was treated with fluids. Customer did troubleshot for damage on the pump and got information for diabetic ketoacidosis she declined to troubleshoot for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.